Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved after the use of a 6/7f mynx control vascular closure device (vcd). Manual compression was subsequently performed, and hemostasis was successfully achieved without further complication. There was no reported patient injury. The patient was recovering after the mynx event. There was no visible damage to the sheath or its distal end after removal, and the balloon did not lose pressure during preparation or use. The procedure used a retrograde approach, and the device was used in an interventional procedure. There was no prior pta, stent, or vascular graft in the common femoral artery or vein, and the vessel diameter was verified to be at least 5 mm. Vessel tortuosity was moderate, and there was no presence of pvd or calcium near the puncture site. The sealant was deployed in the proper location. The user was trained to the device. The device was prepped and stored according to the instructions for use (IFU). The device will be returned for analysis.